Manufacturer narrative:
Section b1: corrected data. Sections b5, d4, h4: additional information. Manufacturer's investigation conclusion: the report of superficial driveline damage was confirmed via the submitted photograph. The photograph revealed damage to the outer layer of the patient's driveline. The patient received a rescue tape repair. No further issues have been reported. The submitted log file was unremarkable. The system appeared to function as intended. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The device was shipped to the customer on (B)(6) 2014. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) outlines the indications of driveline damage, as well as how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The current heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2020, the patient had rescue tape reapplied to driveline. There were no alarms associated with this event. No further information was provided.

Manufacturer narrative:
Previous cosmetic driveline repair reported under MFR: 2916596-2020-05570. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic with increased damage to their outer layer of their driveline. Images were sent. It was noted that there was an ongoing slit for the past year ((B)(6) 2019: MFR 2916596-2020-05570), and now the area was torn all the way around the driveline. The images taken were viewed by tech services, which found that the bionate layer was not compromised, and recommended wrapping the area with rescue tape. No further information was provided.